Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring (nav-ring) that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had a nav-ring that was not working and required replacement of the front bezel. The philips service engineer reported that the front bezel was replaced, and a verification test was performed. The system meets the specification for the performed service and is returned to use.